Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07102. .

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07102.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Results code: the reported complaint of lead migration cannot be confirmed through product analysis testing. As received, visual inspection of the returned lead model 3183 revealed no anomalies. Returned lead was tested and passed all the functional tests. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report #: 1627487-2015-07102

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.